Manufacturer narrative:
Relevant history: history of hypertension. Primary disease: acute st elevated myocardial infarction. Additional information: the patient presented in an emergency case. The stent was implanted on the distal region of the left anterior descending artery (lad). The lad had thrombotic total occlusion and 100% pre-operative stenosis. Flow was timi0. Thrombus was aspirated. Post-dilation was not performed. Post-operative stenosis was 0%. Timi3 flow was achieved. Optical coherence tomography (oct) was used after the procedure, crimping and dilation were good. There was slight protrusion and there was thrombus on the ostium of diago in the lcx, but flow was good. The thrombus occurred in the distal region of the left anterior descending artery (lad). The patient was moved to coronary care unit (ccu), and chest pain recurred after one hour and the st segment elevation was observed again, and the patient was moved to the catheter lab again. Pci was performed again and intra aortic balloon pumping (iabp) was inserted, and long inflation was performed with the perfusion balloon. Patient was on dapt at time of the event. The patient is in remission. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was used to treat a lesion. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. Post dilation was performed. The device did not pass through a previously deployed stent. Resistance was not encountered. Excessive force was not used during delivery. It was reported that the patient suffered an acute stent thrombosis within 24 hours of having the device implanted. The patient was transported to the coronary careunit (ccu).